Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported stent graft leak and the subsequent treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4). The additional graftmaster referenced is being filed under a separate manufacturing report #.

Event description:
It was reported that the 3.50 x 16 and 3.50 x 19 mm graftmaster stents were used to treat a contained perforation that had occurred in the proximal left anterior descending artery. After placement of the first graftmaster stent a small residual leak was observed. A second graftmaster was placed and there was still a small residual leak observed; however, the decision was made to leave it without treatment to resolve on its own as this was a contained perforation. The patient outcome was satisfactory. No additional information was provided.